Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. It was found that the control printed circuit board (pcb) and the pressure transducer pcb was faulty and need to be replaced. No further information was received on which parts were replaced to resolve the issue. However, we have received only the control pcb. The provided logs confirm the reported issue. Moreover it shows a technical error that indicate a stop of ventilation. The returned control pcb has been tested in a ventilator. It failed the pre-use check with internal leakage, pressure transducer, o2 cell/sensor and flow transducer tests. During ventilation it alarmed for a technical error that indicates a patient category mismatch between breathing and monitoring subsystems and o2 concentration low. During electrical measurements it was found that the output from a pin on an integrated circuit (ic) was always 0v which disabled the o2 gas module. This ic is part of the buffers circuit and its output signals control both gas modules. During breathing it should alternate between 0v and 5v. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Moreover, sometimes it can lead to stop of ventilation. Alarms will be activated if the failure occurs during ventilation. Replacing this ic resolved the issue. The conclusion is that this ic is defective and caused the reported issue. However, it is not possible to find why it failed.